Event description:
It was reported that the procedure performed was to treat a perforation in a de novo, heavily calcified, heavily tortuous left main coronary and left circumflex coronary artery. During advancement of the 3.50x19mm graftmaster covered stent through the guiding catheter, the proximal shaft separated outside the body, preventing the graftmaster to cross the perforated lesion. The separated portion was simply withdrawn. A new 3.50x19mm graftmaster covered stent. There were no adverse patient sequelae and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.